Event description:
The following information was reported: proper prep of the device with saline. Highly calcified common femoral artery, the physician refused buddy wire and 50/50 contrast. During pull back, after 1st bump near the arteriotomy, the balloon lost pressure. Manual compression was held for 25 minutes to achieve hemostasis. Additional information: at prep, the black marker on the inflation indicator was fully exposed. There was no resistance while inserting the device. There was no resistance while pulling back. Procedure type: diagnostic coronary vessel size: 6mm.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed presence of highly pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. The review of the lhr (f1435005) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).